Event description:
One day after insertion the hole of the adjustable neck flange locking ring was found fractured. The issue was detected under clinical supervision and the tube was replaced. No pt issues present.